Event description:
Customer reports a back to back comparison of her advantage system to a professional meter. Reports a 269 mg/dl on her advantage system to 134 mg/dl on the professional's meter. No serious injury or death. Requested return of suspect device and replacement was sent.